Event description:
Mesh was implanted for pelvic organ prolapse and urinary incontinence in 2008. I experienced pain, bladder infections, and blood in the urine. I returned to my doctor, who looked for extrusion of the mesh into my vagina, but failed to do a cystoscopy to check for erosion into the urethra and bladder. He sent me home, saying he could cut the mesh, but I would be incontinent; or I could put up with the pain. Now, three years later, with frank blood in my urine, I went to a urologist who found that the mesh had sawed about three-quarters of the way through my urethra. She recommended immediate surgery to remove the mesh and reconstruct the urethra; this was done three days ago. I will be out of work for three weeks, at home with an indwelling catheter; and my urethra is permanently scarred. I will always have to carefully monitor my ability to fully empty my bladder and possibly have recurrent painful procedures to keep my urethra open, for the rest of my life. I am (B)(6) and very active. Product use error: mesh installed improperly, or mesh an unsafe component of a urethral sling. Physicians need to be warned: check patients complaining of pain with cystoscope; repeat later if pain continues. Do not ignore urethral or vaginal pain in a patient with this history. Check urinalysis for hematuria (blood in urine).